Event description:
During a ptca treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at 8 atms. The # of inflations and the pressures reached are unk. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the first diagonal branch of the left anterior descending coronory artery. The physician used a terumo introducer sheath for vascular access, a zuma guide catheter and a bmw guide wire to cross the lesion. The maverick2 monorail balloon was inflated an unk # of times to pre-dilate the lesion, and was being used for post-dilatation after replacement of a cypher stent when the rupture occurred. The maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good.'